Event description:
Procedure type: bowel resection. According to the reporter: the stapler fired all staples but after leak test bubbles were coming out of the anterior lateral side of the anastomosis. Suture used to correct the leak. It is estimated that surgery was extended 45 minutes. No tissue loss and no bleeding was reported.

Manufacturer narrative:
Initial report sent: 04/23/2008.